Event description:
Customer reported that the system was generating a warning message and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system.